Event description:
Per the clinic, the patient experienced infection behind pinna and in the internal issue, which was considered vulnerable due to prior radiation therapy and thinning of the bone and skin. The patient was treated with a three-month course of oral antibiotics (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.